Event description:
Plaintiff alleges that as a result of being required to wear latex gloves in her occupation and her continued sensitization to latex products, plaintiff has developed severe allergic reactions to latex and has been required to seek medical attention. She alleges suffering physical injuries, including but not limited to: chest pain and tightness; dyspnea, dermatitis, conjunctivitis, vesicular skin rash on hands, nasal inflammation, fatigue; weeping red eyes; hypotension, and other physical injuries, as well as great despair and loss of enjoyment of life.